Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a query of the complaint-handling database was performed and identified no other incidents for the reported lot for the reported difficulty grasping the leaflets. The reported difficulty grasping the leaflets was likely a result of patient morphology/pathology. In this case, the thin leaflets made the grasping of the leaflets difficult. The patient effect of tissue damage is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the leaflet tear that occurred during leaflet grasping with the second clip ((B)(4)) which required re-positioning of the clip to reduce the mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were noted to be thin and mobile. One clip was placed medial, with difficult grasping noted. The residual mr grade was 3, lateral from the first clip. It was decided to place a second clip to further reduce the mr. Grasping was again difficult. After grasping with the second clip ((B)(4)) it was recognized that the posterior leaflet was perforated. It was determined that the second clip had punctured a hole into the leaflet when the clip was closed. The clip was opened and repositioned medial, next to the hole. The clip was deployed successfully. Mr was reduced to 2-3 with two clips implanted. The patient was confirmed to be stable post-procedure. No additional information was provided.